Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.043.029, lot: 2024202, manufacturing site: selzach, supplier: (B)(4), manufactured date: january 8, 2021. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the aiming arm/ radiolucent (pn: 03.043.029, ln: 2024202) was returned to r&d team in zuchwil. During the analysis of the complaints two subcategories of the aiming arm latch failure were identified. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting form manufacturing issues not leading to complete bond between the carbon layers. Device failure/defect identified: yes. Functional test: due to absence of the all the mating device (drill bit) the complete functionality of the device cannot be performed, however since the hooks were snapped, this could have caused the insertion handle to not appropriately assemble with the aiming device and caused the alignment issue with the drill bit. So device failed to function as intended due to the breakage/fracture of aiming arm's hooks. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: a dimensional inspection was not performed due to the complex geometry of the part. Document/specification review: based on the date of date of manufactured, the current and the manufactured drawings were reviewed, aiming arm, radiolucent , latch, no design issue or discrepancy is found. Complaint confirmed? Yes as fracture on hooks of the latches caused the complaint condition. Conclusion: the overall complaint was confirmed for the aiming arm/ radiolucent (pn: 03.043.029, ln: 2024202). The root cause of the complaint condition can be confirmed as the manufacturing/processing error with the carbon fiber layers. Jnj nonconformance is opened to further determine the manufacturing/process error that cause the complaint condition. Any further corrective/preventive actions if required will be determine under nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date of event: event year is reported as 2021; however exact date of event is unknown. Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent for a procedure. During the procedure, the aiming arm "hooks" both snapped off, and the drill bit was hitting the nail through the triple sleeves. It is unknown if the procedure was successfully completed. Patient status is unknown. This complaint involves five (5) devices. This report is for (1) aiming arm/ radiolucent. This report is 2 of 5 for (B)(4).